Event description:
It was reported that prior to a coronary stent procedure, the proximal end of the stent was noted to be damaged right out of the package. No patient injuries or complications were reported.